Manufacturer narrative:
Schiller ag provided merge healthcare inc. With a list of all affected argus pb-3000 serial numbers. Merge performed an investigation to identify all affected merge hemo, model rcsv2 systems, and created a consignee list. Merge field service engineers will be going onsite to test the 27 live units and will test the 57 units shipped but pending install at time installation. All defective pb-3000s will be returned to schiller ag.

Event description:
During merge healthcare incorporated (hartland, wi) internal testing of the merge hemo, model rcsv2 system, it was observed that certain schiller ag argus pb-3000 patient data module (pdm) units triggered an error message (error code: pressure sensor defective) when performing non-invasive blood pressure (nibp) measurements with an initial pressure over 240 mmhg. The problem was further investigated and confirmed by schiller ag (baar, switzerland), the original equipment manufacturer for the pb-3000. The schiller ag (baar, switzerland) argus pb-3000 patient data module (pdm) is a vital signs monitoring device intended to be integrated into merge healthcare incorporated's (hartland, wi) merge hemo, model rcsv2 system. Merge healthcare incorporated (900 walnut ridge drive, hartland, wi, 53029 USA; fei: 1000116130) is the initial importer of the argus pb-3000 pdm. No other components of the merge hemo, model rcsv2 system are affected. Schiller ag (baar, switzerland) has determined that when the inflation pressure is in the high-pressure range (>240 mmhg), the non-invasive blood pressure (nibp) might become non-functional. This may lead to a short delay in delivery of care that could have minor health impact. Schiller ag (baar, switzerland) has determined the root cause of the issue to be an improper adjustment of the secondary pressure sensor during manufacturing of the argus pb-3000 patient data module (pdm). This faulty adjustment may result in a measurement error being detected by the pdm device, leading to the observed error message on the host system (merge hemo, model rcsv2 system) hemo client application software.